Manufacturer narrative:
The t:slim user guide indicates to replace the cartridge every 72 hours if using novolog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. The customer had changed the cartridge and infusion set. Reportedly, the customer had used novolog in the cartridge for 7 days.